Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis event was unknown. On the same day as the onset of peritonitis, the patient received a one-time dose of vancomycin 2 grams (route not reported) and was also started on ceftazadime 1 gram every night (route not reported). The ceftazadime treatment was completed 13 days later. Five days after the first dose of vancomycin, the patient was given another one-time dose of vancomycin 2 grams (route not reported). It was not reported if the patient was hospitalized for the event. The month after the onset of peritonitis, the patient was recovered from the event. It was not reported if pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.